Manufacturer narrative:
Results of investigation: the devices, intended for use in treatment, were not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records for the provided batch did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Although there were no prior complaints for one of the two reported devices. One device is reusable product that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. Factors and/or some potential probable causes that could include but not limited exposure to improper temperature settings, mixing time, incorrect chemical composition, and shipped improperly. The supplier was made aware of the complaint. In addition, they have tested another retain sample of the referenced batch 18lc07540 at 21°c by hand mixing in a beaker with spatula. The sample shows a slightly sandy behavior until 1:30 minutes after begin of mixing, but got its usual texture after total 2 minutes; handling times as defined in the handling charts of the IFU have been confirmed. We recommend that all reusable product be routinely inspected for wear and damage and replaced as necessary.

Event description:
It was reported that during a total knee arthroplasty surgeon complained about the flaky texture of the radiopaque bone cement. The second package opened gave the same result. In order to overcome this problem, the surgeons had to use synicem 1g bone cement.